Manufacturer narrative:
Device evaluation: lens is not available for investigation. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search performed on complaints revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4) .

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implant of the intraocular lens (iol) the patient was impacted with decreased visual acuity and myopic outcome after cataract surgery. There was a vitrectomy performed and a suture was placed. Suture was noted as standard procedure for this case. There was no incision enlargement required. The replacement lens was the same model but a lower diopter. The patient was reported to be doing fine when discharged. Visual acuity pre-op (pre-initial implant): 20/40 (with glasses); visual acuity post-op (post-initial implant):20/60; visual acuity post-op (post-replacement):20/25+2. No other information provided.